Event description:
Hair loss, food allergies and rashes, loss bone density, crazy fevers, joint pain and swelling. Feeling of being tired, forgetting things, swelling lymph nodes, sensitivity to chemicals.